Event description:
It was reported tha when the screw was placed on the patient, it broke. No patient injuries were reported.

Manufacturer narrative:
One 8 x 30 mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 2.5 mm of the distal threads have broken off, two small fragments were returned. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. With the limited clinical details regarding patient bone quality and site preparation a root cause cannot be determined.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Additional information.